Event description:
The customer reported that following the use of this arthroscopy pump for a right knee procedure, swelling was noted to the pt's right groin, scrotum and penis. Furthermore, at the end of this procedure, the tourniquet was found "rolled over on itself". The pressure of the tourniquet was set at 350mmhg. The customer reported that a urology consult was ordered and the pt required an extended overnight hospital stay related to this event. During this procedure, the pump did not alarm or display any error message. The customer reported a normal usage of irrigation during the procedure; five 3000cc bags.

Manufacturer narrative:
To date, conmed linvatec has not received this device for eval. A follow-up report will be completed upon receipt of the pump and completed investigation.